Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cable collar cracked. A second cable was opened and the plastic collar reportedly slid down the cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. (B)(4).